Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the expected reservoir volume on (B)(6)2020 was 40ml. The healthcare provider reported that they were unsure the cause for the volume discrepancies. The results of the dye study was the pump was flipped. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen ( 2000mcg/ml at 125mcg/day) via an implanted infusion pump. It was reported that the patient was seen again on (B)(6) 2020 and they pulled out 40cc of drug. On (B)(6) 2020 the reservoir volume showed 36.7ml, but it was unknown if the reservoir was accessed to obtain that amount or if that was the amount on the report. It was noted that the patient's spasticity was managed, and the hcp wanted to increase the patient by taking out the 2000mcg/ml and putting in 500mcg/ml. Additional information was received from a manufacturer representative on 2020-jun-10. It was clarified that the actual reservoir volume on (B)(6) 2020 was 40cc and the expected reservoir volume was 37cc. The expected reservoir volume on (B)(6) 2020 was unknown. A dye study was performed.